Event description:
The physician tried to move (position) the agility 4 standard guidewire when its long tip was broken, fell. Fortunately it was possible to pull it back with the prowler catheter, nothing remained in the patient. Additionally, the event occurred at the beginning of the procedure, the physician tried to manipulate with the wire, applied some torque when he felt a little "clicking" and realized that the distal tip divided off. After the event, he pulled back the catheter together with the wire that was divided into two parts. Presumably, the guidewire divided into two at the soldering, unfortunately the distal tip got lost, (I did not receive it from the nurse) so we can send the wire itself without its end.

Manufacturer narrative:
Additional information indicated that the product was stored and handled according to (IFU) instruction for use, and the product was secure in the package. All IFU guidelines were followed during removal, prep, insertion, and delivery. Prior to inserting the guidewire in the patient, the guidewire distal tip was not re-shaped. After it was inserted in the patient, there was no resistance or friction with any device. After the event occurred (detachment of the distal tip), the intervention was completed with another device (boston gw-guidewire). During delivery, the guidewire did not reach the lesion just to begin the procedure. Torque was applied to the guidewire, but the distal tip was not trapped in a small branch. During removal, the guidewire was noted free in the vasculature. The delivery, torquing and maneuvering was performed while conducting fluoroscopy at all times. During the wiping of the guidewire, the rest of the guidewire was not stretched or damaged. The vessel and lesion characteristics were normal characteristics, not any difficulties (embolization on an aneurysm of artery carotid media). After removal of the agility together with the catheter, the procedure was completed by another guidewire (boston), there was not any complications. The distal tip separated from the rest of the guidewire, but did not separate into two pieces. Additional information will be submitted within 30 days of receipt.